Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor patient was implanted for urinary frequency/urgency. Patient reported stimulation in the wrong location-battery site. Patient also reiterating the sudden loss of symptom control and that they had leakage so bad that their pants are wet all the time. No further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. The cause was undetermined. No further complications were noted or anticipated